Event description:
Customer reported, "agv was done for nvg. Pow1 iop was 7 and flat chamber, hypotony, choroidal effusions. Refilled at slit lamp with viscoelastic. Stable at pow2. No explant or planned further surgery."

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony, shallow chamber, and choroidal effusion as known complications and adverse reactions. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device remains implanted with no explant or planned further surgery. As the device is unavailable for evaluation, the issue could not be confirmed.